Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.the event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 324-325 mg/dl.